Manufacturer narrative:
The medical device manufacturer, manufacturer name, city and state and manufacturing location, MFR site for the straub product was selected as unknown due to system limitations. The correct medical device manufacturer and manufacturing location are straub medical us. As the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample in pending. The investigation of the reported event is currently underway. (Expiry date: 09/2023).

Event description:
It was reported that during a recanalization procedure, the wire was allegedly fractured. There was no reported patient injury.

Event description:
It was reported that during a recanalization procedure, the wire was allegedly broken. It was further reported that all the broken wire was retrieved and removed from the patient using snare. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H10: the medical device manufacturer (d3) and manufacturing location (g1) for the straub product was selected as unknown due to system limitations. The correct medical device manufacturer and manufacturing location are straub medical us. H10: manufacturing review: a manufacturing review was conducted and there was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the sample was not returned for evaluation. A physical investigation was not possible. Therefore, the investigation is inconclusive for the reported break issue. A clear root cause could not be identified but a broken guidewire represents a known inherent risk. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: (expiry date: 09/2023). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: device not returned.